Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a transformer component of the pace/defib engine board. The pace/defib engine board assembly will be replaced to remedy the report. The board was scrapped. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.